Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Iu observed that the meter has a solid vertical line appearing in the middle of the display. Iu observed that the location of the vertical line on the display does not distort the digit during the simulation test, therefore misinterpretation is not possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid vertical line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid vertical line appears on all screens during performance testing.

Event description:
On (B)(6) 2013, it was reported that there was a think black line in the display of the patient's blood glucose monitor that could cause a misinterpretation of the programmed insulin values. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.